Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized due to low blood glucose was 25 mg/dl on unknown date. The customer¿s blood glucose level 25 mg/dl, 430 mg/dl at time of incident and current blood glucose 523 mg/dl, 355 mg/dl. The customer¿s blood glucose level over 600 mg/dl, 457 mg/dl and 429 mg/dl. The customer had symptoms such as mouth dry. The customer was treated with manual injection and bolus. The customer reported that they had issues with the insulin pump. The customer was advised the pump is designed to trigger an alarm if it detects a blockage preventing the flow of insulin. The customer was advised if they have concerns their pump may not have detected an occlusion we can test this alarm using a tubing clamp. The insulin pump will not be returned for analysis.